Manufacturer narrative:
Phone number not provided by the customer. A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that the device is displaying an error message. There was no reported patient involvement / adverse patient impact.